Event description:
Reportable based on additional information received on (B)(4) 2014. It was reported that crossing difficulties was encountered. The target lesion was located in the moderately tortuous and moderately calcified ramus artery. A 16 x 2.25mm taxus liberté drug eluting stent was selected for use and advanced but failed to cross the lesion. However, additional information received mentioned that there was a hypotube break 18cm from the manifold strain relief.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for evaluation. The device was received in two sections as a result of a break in the hypotube. The break was located at 18cm distal from the strain relief. An examination of both sections of the hypotube identified a kink in the hypotube near the break site. No issues were noted with the crimped stent and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).